Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.25x16mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the previously implanted re-stenotic stent. Dilation was performed and re-advanced the same stent but still failed to cross. On the third attempt, the stent came off the delivery system. The dislodged stent was able to remove. The procedure was completed with another of the same device. No patient complications were reported.